Event description:
A report was received that alleged a patient received an air embolus during delivering of cell enriched blood. It was reported that the air detection device was not in use at the time of the event. The patient is reported to have recovered with no incident related medical sequela.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.